Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a test step for the o2 positive flow calibration. The device's oxygen blending module board was replaced to address the issue. The device was cleaned and tested and passed all final testing.